Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap appy event description: 22-nov-2023 complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484000. The event occurred during treatment of lap appy procedure. The device was being used for laparoscopic appendix - normal procedure for the surgeon who has used ca500 may times. Ca500 would not deploy any clips. There was no clinical impact to the patient as a result of the event. The user resolved the situation by using another device. The other instruments being used when the complaint event occurred was applied medical trocars. There was no patient injury or illness associated with the complaint event. The patient status was no impact to patient. 23-nov-2023 lot trace was provided by ama customer relations team. Patient status: no impact on patient. Intervention: another device was used.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced CAPA-00131. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap appy event description: (B)(6) 2023 - complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484000. - the event occurred during treatment of lap appy procedure. - the device was being used for laparoscopic appendix - normal procedure for the surgeon who has used ca500 may times. - ca500 would not deploy any clips. - there was no clinical impact to the patient as a result of the event. - the user resolved the situation by using another device. - the other instruments being used when the complaint event occurred was applied medical trocars. - there was no patient injury or illness associated with the complaint event. The patient status was no impact to patient. (B)(6) 2023 - lot trace was provided by ama customer relations team. Patient status: no impact on patient. Intervention: another device was used.